Event description:
It was reported that the customer experienced issues with a pump, including stuck buttons, inaccurate insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was referred to technical support for assistance with these issues, but no additional information was received regarding the outcome of the event.